Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient, who is a healthcare professional, reported they were injected with juvéderm® volux¿ in chin area. Whenever patient has an (non-device related) infection, they feels this area very strongly, so much so that patient can tell exactly where the filler has emigrated to. The chin reddens accordingly and "hardens", so that a pressure pain becomes noticeable. Reports currently has "no symptoms because there is no infection."